Event description:
The service repair technician (srt) reported that during routine testing of the device at the subsidiary's MFR engineering center (mec), an [overspeed] and [underspeed] error occurred on the roller pump and revolutions per minute (rpm) "rpm268: over range". There was no pt involvement. This is a demo unit for subsidiary.